Event description:
A surgeon reports observing an "oil type" deposit on the surface of the intraocular lens (iol) after implantation. The iol was removed and replaced. Additional information has been requested.